Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2011. 693565 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting atrial fibrillation (af) with rapid ventricular response. It was noted that a superior vena cava (svc) lead impedance alert was triggered due to high svc coil impedance measurements. However, the implanted lead does not have an svc coil. The device remains in use. No further patient complications have been reported as a result of this event.